Event description:
It was reported that the patient's surgery completed around 4 pm. Since patient has learning disability, the surgeon wanted to observe patient and kept patient overnight. Per company representative, the lead pin was inserted correctly. However, this was not confirmed on any x-rays. Patient did not undergo any other surgical interventions.

Event description:
Additional programming data was received. Initial high impedance prior to implant and on the day of implant was seen (expected without lead implant) but the impedance resolved to normal limits after lead pin was connected.

Event description:
It was reported that the patient's device was still being ramped up as normal and no further issues were reported.

Event description:
Tablet data was reviewed and it indicated that high impedance was observed for patient's device. Per data, the high impedance resolved the next day. The patient was kept as an inpatient overnight. At lunch time the device was tested again and lead impedance had self resolved. There has been no problems identified since. No additional relevant information has been received.

Event description:
Internal investigation found that the cause for this day-of-implant impedance fluctuation was an undersized vagus nerve and/or oversized lead electrodes that leads to a gap between the nerve and electrode. During surgery, this gap between the nerve and electrode does not impact impedance as the area is well-flushed with saline to keep it wet; however right after wound closure, when the saline drains and the gap is only filled with air, high impedance may be detected for the next several hours until the electrode site begins to fill with bodily fluids / serum and then later nerve fibers, which again forms a conductive path between the electrode and nerve.